Event description:
During a rotational atherectomy procedure involving a calcified and 99% stenotic lesion in the lad coronary artery, the brake failed to work and there was wire movement while the burr was spinning. Patient status is listed as 'good.'